Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "lumps. Pain". Patient later reported "samples of the scar tissue and fluid taken for testing for bia-alcl", "pain, stress, anxiety", "pain in the lymph nodes", "a ¿pins and needle¿ sensation down the back of upper arm", "hardening of lumps around the implant ". Patient later reported "capsular contracture". This record is for the right side. Device has been explanted.